Manufacturer narrative:
D9: 7/11/2025. One device was received for analysis of complaint of check plunger sensor error message. Review of alarm history confirmed complaint. Review of service history found no repairs found in the last 12 months. Visual and functional testing was performed. Top case and plunger assembly were damaged. Probable cause was flippers were not in resting position causing error during boot up. The plunger assembly was replaced. The pump was recalibrated and tested passing all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a check plunger sensor error message. There was unknown patient involvement, and no patient harm reported.